Event description:
It was reported that an apogee with intepro was implanted on (B)(6) 2010, to treat the plaintiff's stress urinary incontinence. The plaintiff's attorney alleges that, as a result of having the mesh implanted, the plaintiff has experienced and will in the future experience sever personal injuries, significant mental and physical pain and suffering, physical deformity, has undergone and will likely undergo corrective surgery and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.